Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the biorci ha screw broke inside of the patient's left knee. All material was removed from the patient. A delay of 30 minutes was noted. A backup screw was used to complete the procedure. No patient injury or complications were reported.